Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a distal femur osteotomy procedure, the surgeon inserted the screw. X-rays confirmed that the threads of the tip of the screw began to unravel. The surgeon left the screw in place since he had achieved good fixation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is 04/06/2012.

Event description:
This is report 1 of 1 for complaint (B)(4).